Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient tested with elecsys hcg+ss ver. 2 on a cobas 6000 e 601 module (serial number (B)(4)). One of the samples was also tested on a second roche analyzer (unknown cobas 8000 system). No incorrect results were reported outside of the laboratory. The customer stated that the patient is pregnant. The patient was tested three times using an unknown rapid hcg test and these results were repeatedly positive. The first sample resulted in a value of 1.8 u/l when tested on the e 601 analyzer. The second sample resulted in a value of 0.647 u/l with a data flag when tested on the e 601 analyzer on (B)(6) 2022. This sample was diluted 1:100 and repeated on the e 601, resulting in a negative value. One of the two samples was tested on an unknown roche elecsys cobas 8000 system and the result was negative. It was asked, but it is not known which sample was tested on this second analyzer.

Manufacturer narrative:
Na.

Manufacturer narrative:
A sample from the patient was provided for investigation. The result obtained by the customer could be reproduced. No interfering factors were identified in the sample. Calibration data were within expectations. Controls recovered within expected ranges on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Further investigations of the sample determined the low hcg value could be reproduced on a competitor system (siemens immulite). No product problem was found.